Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net with the implantable cardiac monitor exhibiting false cardiac pause episodes. Upon review of the episode, it was noted that the patient's r-waves fell below max sensitivity level. Programming recommendations were made. A software update was performed. No patient symptoms were reported.